Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation in (B)(6) 2015. The patient did not charge the ipg since this incident. In (B)(6) 2015, several charging attempts and the use of a programmer were unsuccessful in establishing communication with the ipg. As a result, the patient's ipg was explanted on (B)(6) 2016. The implant date of the concomitant lead is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.